Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone16.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose levels were between 121 mg/dl and 180 mg/dl. The pod was worn less than 1 hour.

Manufacturer narrative:
The pod was received with the slide insert visible in the top housing window and the soft cannula visible in the bottom housing window. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. The exposed portion of the soft cannula was observed to be cut and shortened. The exact timing and cause of the damage could not be determined. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the cannula retracting.